Event description:
It was reported that in (B)(6) of 2014, a drop in atrial lead impedance had occurred and output settings were automatically adjusted. On (B)(6) the patient was experiencing muscle stimulation. The lead exhibited low impeadance. The device was reprogrammed and impedance values resumed back to normal. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.